Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensor kits within expiration at the time of the complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for freestyle libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller, customer's mother, reported her son experienced a skin reaction related to wearing a freestyle libre sensor. The caller further reported that her son experienced the following symptoms: " button, skin irritation, eczema with a little blood." The customer was seen by an hcp who diagnosed the customer with an allergic reaction and prescribed diprosone (corsticosteroid). No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the case awareness date. The device mfg date is unknown. The date entered is the case awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, customer's mother, reported her son experienced a skin reaction related to wearing a freestyle libre sensor. The caller further reported that her son experienced the following symptoms: " button, skin irritation, eczema with a little blood." The customer was seen by an hcp who diagnosed the customer with an allergic reaction and prescribed diprosone (corticosteroid). No additional treatment was reported. There was no report of death or permanent impairment associated with this event.